Manufacturer narrative:
Field service engineer troubleshot splash crash error per hut service manual. The splash guard and four switches were ok, fse did find and repair a broken wire on the harness going to the crash sensors from the tub interface pcb. System was tested for proper operation per the hut service manual. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On 1/27: customer reports pt undergoing a retrograde cystogram with stone manipulation when the table failed. Pt had to be moved to another table for completion of procedure. No pt info provided other than to say, no reported injury.